Event description:
It was reported that x-ray revealed externalized conductor. All electrical parameters were normal. There will be no intervention.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.